Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on all terminal connectors. A cut through the trilumen insulation was noted at 14.5 centimeters (cm) from the is-1 terminal pin. Laboratory technicians noted the cut appeared to be from a sharp edge rather than a scalpel. The insulation for the rs- coil at this location appeared to be unharmed, thus, there was no coil exposure. The clear medical adhesive (ma) was separated from the gore at the proximal end of the spring electrode and the proximal spring was stretched at this point. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited low right ventricular (rv) impedances of 320 to 350 ohms. It was questioned what the normal measurements for this lead were. Technical services (ts) discussed normal impedance measurements for the lead. Additional information was provided that the lead exhibited loss of rv capture with a reported 6 second pause in pacing. The lead was subsequently explanted and replaced. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.